Manufacturer narrative:
The customer contact indicated that the device was discarded. As rep device will be evaluated. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that during priming of the tubing set prior to pt use with an unspecified medication, solution leaked from reportedly a nick in the center of the tubing. The customer contact reported that the nick was half inch to 1 inch distal to the drip chamber and half the circumference of the tubing. The tubing set was replaced and the therapy was initiated. Hospira's medical investigation is complete.